Event description:
It was reported that the (1) 512sd device was used during a laparoscopic nissen fundoplication. The seal on the 512sd tore, as the instrument was being passed through the trocar. A new device was used to complete the procedure. There was no consequence to the patient.